Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pressure transducer and expiratory channel printed circuit boards (pcb's) were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The replaced parts have not been returned for investigation. According to the received information, the cause of the issue has been determined and was related to defective pcb's.

Event description:
Manufacturer ref#: (B)(4).